Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient had pre-existing bradycardia and a small pericardial effusion in the right ventricle. Transseptal puncture was inferior and posterior. Ten thousand units of heparin was administered. During the procedure the occluder was partially re-captured twice. The occluder was implanted. Post-implant the pericardial effusion worsened to a cardiac tamponade. A pericardiocentesis was performed. The patient was transferred to intermediate care unit (imcu). The user believed the patient's floppy septum made it difficult to puncture the septum.

Manufacturer narrative:
An event of cardiac tamponade and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted. A lot number was not provided so no device history record or lot specific similar complaint review is required. Based on the available information, the cause for the reported cardiac tamponade and pericardial effusion could not be confirmed. An unexpected medical intervention and prolonged hospitalization was a result of case specific circumstances, a pericardiocentesis was performed and the patient was transferred to intermediate care unit (ICU). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 an 18mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amulet delivery sheath. The patient had pre-existing bradycardia and a small pericardial effusion in the right ventricle. Transseptal puncture was inferior and posterior. Ten thousand units of heparin was administered. During the procedure the occluder was partially re-captured twice. The occluder was implanted. Post-implant the pericardial effusion worsened to a cardiac tamponade. A pericardiocentesis was performed. The patient was transferred to intermediate care unit (imcu). The user believed the patient's floppy septum made it difficult to puncture the septum.